Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use of the devices, a cuff inflation/deflation issue occurred. The customer indicated that there were no patient symptoms or complications or harm associated with this event.